Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported being prescribed an epipen while an align product was being used.

Event description:
The patient reported symptoms of swollen throat, difficulty breathing, and swollen face. The patient reported having visited a physician due to the reported symptoms. The patient indicated being prescribed an epipen (epinephrine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019.